Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic after receiving a patient notifier. Upon interrogation, the device was found to have reached eri. Based on the programmed parameters, the device did not meet its estimated longevity. The device was explanted and replaced. Patient is stable and doing well

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.